Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, l product type: extension.

Event description:
A health care provider (hcp) for a clinical study reported that the patient had worsening tremor of the right upper limb. An examination was done on (B)(6) 2015 and the patient had right upper limb tremor. During the examination, the device was interrogated and a problem of impedance was found on electrode zero of the left side. Impedances were measured to be 2800 ohms and 750 ohms when the hcp manipulated the lead behind the left ear. There was a suspected contact failure. An examination on (B)(6) 2016 found tremor and paresthesia on the right upper limb. Interrogation on (B)(6) 2016 found lead high impedance on contact 0, 2800 ohms but when the hcp handled the lead and extension behind the left ear impedance became normal again. There were no impedance problems when the device was interrogated on (B)(6) 2016. There was slight improvement of paresthesia upon examination on (B)(6) 2016. Interventions included reprogramming on (B)(6) 2015, (B)(6) 2016. The etiology was related to the device or therapy and not related to the implant procedure and not related to the implant procedure. The event was ongoing.

Event description:
Additional information received reported the lead was "defective" due to high impedance and inefficiency on the right upper limb tremor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) unknown lead serial# unknown: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event remained unresolved with no further actions planned. No further complications were reported/anticipated.